Manufacturer narrative:
The t:slim pump user guide states: if you start to set up a temp rate, but do not complete the request within 90 seconds, the incomplete temp rate alert occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple incomplete temp rate alerts. The customer's blood glucose (bg) level was 290 mg/dl and 135 mg/dl at the time tandem technical support was contacted. The customer delivered a correction bolus with the pump to manage bg level. Tandem technical support educated the customer that the alert is caused by starting a temp rate but not completing the request in 90 seconds. The customer acknowledged.